Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the lower trigger mechanism was damaged due to breakage of its magnetic support. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper handling, user error and misuse/abuse of the device. It was also noted that the defect probably occurred due to site dryness caused by the presence of dirt and consequent absence of appropriate lubricant. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery handpiece trigger/slider was blocked and jammed. It was noted in the service order that the device had a broken magnet. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as (B)(6) 2014 on the initial report. It has been updated as sep 24, 2015. Upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.